Event description:
I use the minimum 530g sys and the continuous glucose monitoring device does not give correct glucose sensor levels. I felt hypoglycemic but the continuous sensor showed a blood sugar of 103 the actual blood sugar per my glucometer was 23. This happens every week at least 4 times a week. I have spoken to the outreach program and they only want to know if I was hospitalized and what I did to increase my blood sugar. I have been a diabetic for 35 years I know the highs and the lows. The sensor is not accurate for me and the treatment of my diabetes. I have discontinued use of the continuous glucose monitoring device.